Manufacturer narrative:
The following fields were updated due to additional information: there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k960250. Investigation summary bd received 2 photos for investigation. One photo shows a tube with material and batch information, while the other photo displays the rubber stopper from the bottom, which appears to be deformed or defective. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the rubber stopper of one tube is defective. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, the rubber stopper of one tube is defective. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.